Event description:
Complainant alleged that while attempting to monitor a patient the devcie inapporpriately displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.